Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012.

Event description:
Additional information was received stating that the vns patient¿s device showed high impedance shortly following initial implant surgery. Two years later, high impedance was again observed. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted device have not been returned to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.